Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history/settings (inaccurate delivery) issue. No details regarding the issue were provided. The place of occurrence was not confirmed. Animas customer technical support made several attempts to contact the reporter in follow up of the alleged issue; however, the reported has not responded. There was no reported patient harm associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.